Event description:
The rv lead was showing hvli out of range on the vectors. Possible loose header connection was suspected. The hvli was not resolved by retightening the setscrews. The lead appeared to be fine. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported event of out of range hvlic readings was confirmed. Out of range hvlic measurements were observed during initial bench testing but later could not be reproduced. The device was tested using automated test equipment and no anomalies were detected. It is believed that noise from the 64k telemetry interfered with the hvlic measurement resulting in out of range measurements.